Event description:
Pressure tubing for monitoring of pressures -art blood pressure, cvp, etc- by medex -or smiths medical- delivered 42 cc of fluid in four hour -or 11.25 cc. Hour- when the IV solution -bag- was placed on a pressure bag -at approximately 300 mm hg-. One unit of heparin per cc is normally added to the IV solution -which would deliver 11.25 units of heparin per hour as well-. For the smaller pediatric patient, this may be a significant amount of IV fluids and heparin -which could affect their ptt labs-. According to the manufacturer, the amount of fluid delivered through their system, should be 2-3cc/hour.